Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
Healthcare provider (hcp) reported a pump inversion. The patient was scheduled for surgery on (B)(6) 2015 to place the pump on the right side to prevent flipping as the patient sleeps and has bowl regimen. The patient was changing to stop exercises of twisting and bending at the waist and will use hoyer lift instead of slide board. The device was interrogated on (B)(6) 2015 and found a flipped pump. An x-ray was done as diagnostic testing on (B)(6) 2015 and found the baclofen pump of the left power quadrant with very thin catheter that appeared to be intact passing into the l3-4 level. The catheter couldn¿t be seen in the spinal canal. The issue was unlikely related to the implant procedure. The patient experienced pain in the area of the pump (caused by pump flipping). The severity was noted as mild. The patient had a device surgical revision in which the pump was moved to the other side on (B)(6) 2015. The patient recovered without sequelae on (B)(6) 2015. The drug being delivered via the device system was lioresal 2000 mcg/ml at 320.2 mcg/day. Relevant medical history includes: sci c6-c7, intractable spasticity, and post spinal cord injury. If additional information is received, a follow-up report will be sent.